Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/batch: (B)(6).

Event description:
It was reported that the leads migrated, and the patient was only getting left sided coverage despite reprogramming. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.